Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) was isolated to contamination on the belt receptacle pins. The root cause for the contaminated receptacle pins was an ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.